Manufacturer narrative:
Concomitant medical products: other applicable components are: product ID: 3889-28, lot#: va1nkpg, implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 24-jan-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an external neurostimulator (ens). It was reported that the patient was hospitalized with a fever during the stage 1 evaluation. Contributing factors were reported as the patient had an extensive medical history that was not made known to the rep by the healthcare provider. The patient had not provided any information and the doctor's office was unaware of the hospitalization until made aware by rep. It was unknown if the issue was resolved. Additional information was received. It was reported that the patient was discharged from the hospital and stated they were moving forward with the stage 2 implant once they got clearance from infectious disease. They were following up with the implanting doctor on the 25th, then they were going to follow-up with medical doctor for next steps. No further complications were reported or anticipated.